Manufacturer narrative:
Corrected data: added - customer stated that all supplies were changed out and a new vial of insulin was used resolving elevated bg level to target range (115 mg/dl).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200 mg/dl range, and moderate ketones. Customer stated they are unsure of the cause for elevated bg's, but they have recently changed their diet and started a new thyroid medication. Customer delivered a bolus and manual injection to bring bg levels back to target range.